Manufacturer narrative:
H.6: annex e code included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue that the cell saver did not process blood as intended and saline wash was observed tracking up into the patient transfer bag was verified during service. During inspection it was observed that the valve push sensors were slightly sticking. The issue was resolved by lubricating and smoothing the insertion of tube set. Preventive maintenance was performed per specifications. H.6: annex b, annex c and annex d codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of autolog iq instrument, the cell saver did not process blood as intended. Saline wash was observed tracking up into the patient transfer bag, which was then clamped closed. After the first bowl of blood had finished washing, blood was noted tracking back up into the normal saline wash bags. The cell saver was stopped, all connections were checked, the wash was restarted, and the wash bags were replaced with new saline. The already processed blood was rewashed to ensure no dilution or anticoagulant remained from the reservoir. A blood gas was performed on the processed blood to ensure it was within allowable limits. It was unknown if there was any patient involvement or complications as a result of the event. Medtronic received additional information that there was no impact to the patient. The amount of blood loss could not be provided and a transfusion was not required due to the reported issue. The washed blood was discarded.